Manufacturer narrative:
Evaluation narrative - one truclear mdu, part number 7209807 was received on february 03, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was found. Complaint of window lock malfunction could not be confirmed. Product passed functional testing including high speed testing (100-2500 rpms) with blade installed. Unit passed functional tests on a known good control unit with footswitch. All functions performed as expected including window lock. No problem found. Device returned to the manufacturer for evaluation on 3 february, 2016. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the window lock on the trueclear handpiece would unlock then lock. The sales rep stated that the window would unlock, the handpiece would skip a little, then the window would lock. Allegedly, this kept happening during the procedure but the surgeon did not notice. This device was used to complete the procedure without incident.